Event description:
It is reported that customer received a no delivery alarm. Customer's blood glucose reading is 337 mg/dl. The earlier reading was over 500 mg/dl. Customer was experiencing nausea and vomiting. Customer stated that they are on the way to the hospital. No delivery alarm was explained. Customer stated that no delivery alarm happened earlier and is now corrected. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.